Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital in a coma for seventeen days. The customer was wearing the insulin pump and her blood glucose was 266mg/dl. She remembered that she woke with a glucose level of 17mg/dl and husband took her to the emergency room, but she could not remember the rest. The customer has short term memory and wanted to call her husband to do some troubleshooting on the device. The caller stated that she is wearing the insulin pump and is learning how to suspend the insulin pump. The coma it caused her speech to be affected and she is taking speech classes. No further information was provided.